Event description:
An optometrist reported a case of bilateral corneal haze, observed at two months post photo refractive keratectomy (prk). Reporter indicated the topical steroid eye drops were restarted to reduce haze, and the issue was resolved. Pt reported no symptoms. There are two reports related to this pt. This report addresses the left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).